Event description:
Boston scientific crm received information that latitude detected a red alert from this cardiac resynchronization therapy defibrillator (crt-d) due to the device being programmed to a mode other than monitor + therapy. To date, there have been no reported adverse patient effects related to this clinical observation. Additional information was provided that the device was later explanted due to normal battery depletion and was returned for analysis.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.